Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump was exposed to moisture. The blood glucose reading was 400 mg/dl. Error alarms were noted in the alarm history. No button error alarm was noted. The insulin pump had been stored for an extended period of time and the customer was advised that the insulin pump experienced an unexpected restart and that this was normal insulin pump behavior. While troubleshooting for moisture damage, the display went blank. The customer declined to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.